Event description:
It was observed that during the device evaluation, the subject device exhibited adhesive peeling of distal end, distal end was not secured, detachment of adhesive from the bending section cover, channel tube was clogged, forceps and cleaning brush could not be inserted smoothly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: due to clogging of the channel tube, the forceps and brush could not insert the device smoothly. The most probable cause of the other additional failure is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.